Manufacturer narrative:
This report is filed (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced scabbing and redness at the abutment site and was prescribed topical ointment (date not reported). The implanted device remains.